Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (rca) with 90% stenosis, mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0x12mm balloon. The 3.5x23mm xience prime stent delivery system (sds) was implanted at 10 atmospheres (atms). Post dilatation was performed using a 3.5x12mm non-compliant balloon at 16 atms and 18 atms. A distal edge dissection was then observed. A 3.0x15mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.